Manufacturer narrative:
Date of event was reported as a "couple of weeks ago". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implanted device kept turning itself off. The patient went to their healthcare professional (hcp) for another procedure/check up and the manufacturer¿s representative checked the device log and stated it was only ¿working 39% of the time¿ (this was confirmed to mean since the ins had been off they only used it 39% of the time). The representative turned the stimulation ack on and set it at 3.1 volts. The patient did not confirm these events correctly with the programmer as they noted they thought the ¿on button was the off buttonand vice versa¿. They did inquire if the programmer could turn off the ins from afar and it was reviewed that no, antenna/pp had to be over implant to send off command. The patient stated that, maybe, they were around ¿something that turned off his implant¿. When the ins was checked at the time of report, it was on and the patient was assisted in increasing the stimulation to 3.1 volts (where it had been set before). They confirmed the felt it comfortably in the bicycle seat area. It was noted the patient was going follow up and meet at the hcp¿s office with the manufacturer¿s representative the week after next. There were no further complications reported or anticipated.